Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value customer blood glucose at the time of incident was 519 mg/dl and current blood glucose value was 519 mg/dl. Customer does not alleges the insulin pump under delivery of insulin. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with manual injection. The device will not be returned for analysis.